Event description:
It was reported that a pt underwent an ileosigmoidostomy and partial resection of the ileum on (B) (6) 2009. The suture was used in the closing of the fascia. Post-operatively, the pt developed a fluid collection in the caudal area of the wound. The wound was re-opened on (B) (6) 2009, lavaged and an antiseptic (opraclean) tamponade was placed. Healing was by secondary intention. The pt is reported as ok. The surgeon opines that the cause of the wound healing disorder was due to poorly perfused subcutaneous fat tissue, thermic damage due to opening the abdominal wall with cauter, and poor wound healing due to diabetes.

Manufacturer narrative:
(B) (4) -wound fluid collection. Conclusion: no conclusion could be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: product code pdp880g, batch bak066, mfg date: 01/01/2009, exp date: 01/31/2011. Product code xwpdp1936t, batch bk6464, mfg date: 09/01/2009, exp date: 07/31/2011. In addition, a review of the batch mfg records for the possible batch numbers was conducted and the batches met all finished goods release criteria.